Manufacturer narrative:
Unit received with cracked belt clip rail case corner and battery tube threads. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing reservoir tube lip o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was broken. Blood glucose was unknown. The insulin pump will be returned for analysis.